Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) within the range of 300-400¿s mg/dl with trace levels of ketones and excess urination associated with air bubbles in the cartridge. The patient reported that they primed the cartridge again to attempt to get rid of the air bubbles and then took a correction bolus to lower their bg level. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the cartridge plunger was not cycled and the user did not store the insulin at room temperature. Storing insulin in the refrigerator and not cycling the plunger were likely causes of air bubbles in the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.